Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and constipation. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized. The same day as the event onset, treated with vancomycin injection (2g, every 5th day, intraperitoneal, discontinued after fourteen days) and ceftazidime injection (1g, once daily, intraperitoneal, discontinued after fourteen days) for peritonitis. On an unknown date, the patient recovered from the events. Pd therapy is ongoing. No additional information is available.